Event description:
Customer reported that the sensor was broken upon removal from the body and that the cannula was protruding from the hole on the top of the plastic. She stated that the transmitter had been unresponsive. She stated that the introducer needle was not difficult to remove. The sensor was worn only 5-10 minutes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.